Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was not confirmed. Device history record review revealed nothing relevant to this event. Visual inspection did not reveal any defects or damage to the unit. The original arthrex split grounding pad ((B)(4)) was not returned. The returned console was tested with a new (B)(4). The ar-9600 unit recognized the electrode and when the grounding pad was partially removed, the alarm on the console sounded as is expected from the owners manual. Per the cautions in the instructions for use for the (B)(4) grounding pad: if the patient is repositioned after electrode application, ensure the electrode remains in complete contact with the patient and the cord is properly attached. Ensure there are no folds in the electrode. Do not remove and relocate the electrode after initial application. Do not reuse the electrode. To minimize the potential for electrosurgical burns, hair must be removed before placement of the pad. Do not use the electrode if the pad is discolored or expired. Do not use lubricating jelly on the electrode. Avoid to use warm blanket on the patient. Do not use electrolytic solution. Remove electrode slowly to avoid skin irritation. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient received a 3rd degree burn on his right thigh, during a shoulder arthroscopy on his right shoulder. The burn developed under the arthrex neutral electrode. According to customer all hair was removed, the skin was dry. The surgery was completed then the burn was observed after surgery. The surgeon used ablator (B)(4).